Event description:
Tubestand rolled off of its floor track allowing it to fall towards the floor. Stop brackets on floor track were not in place at the time of this incident. Technologist received a fractured hand and a bruised foot. No patient was involved in this incident.